Manufacturer narrative:
Section d6: correction: manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported event could not be conclusively determined through this investigation. Heartmate 3 lvas, serial number: (B)(6), was not explanted and will not be returned for evaluation. The heartmate 3 lvas IFU lists death, other neurological event (not stroke-related), and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction and thromboembolism are also listed as potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that post implant of hm3 device, the patient developed a change in neurological exam, and was unable to move left side and underwent a thrombectomy with neurosurgery that day with removal of thrombus. The patient suffered from multi-system organ failure, with a poor prognostic neurological exam, ventilator dependence, and hemodynamic instability. Comfort care per family request was rendered and the patient expired on (B)(6) 2019.